Event description:
It was reported that patient experienced high blood glucose level and diabetic ketoacidosis event on (B)(6) 2026 due to infusion set bent cannula which led to cause hospitalization and was treated with intravenous and fluids saline and insulin.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Address ¿ line 1: (B)(6). Address ¿ line 2: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.